Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke from the needle upon tissue passage. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. (B)(4). To date, it has been reported that the device will not be returned. If the device or further details are received as a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when was the suture broke from the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During use on patient, needle pull off from suture during the tissue passage (when the needle came out of the tissue). No patient harm.